Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012592870 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, the distal arm pebax tube was observed to be pinched. Catheter identification and ablation was carried out. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the deflection/steering issue and slide control issues were not reproduced. The catheter failed the return product inspection due to the distal arm of the pebax tube being kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the catheter delivered therapy to the left inferior pulmonary vein (lipv), it was placed at the left superior pulmonary vein (lspv) and the electrode array was slightly elliptical. An attempt was made to retract the catheter into the sheath using the slide control. The slide control became hard in the middle and could not be used properly. A repeated insertion and withdrawal of the guidewire was performed which resolved the issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.